Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in the internal iliac artery. A 8x80mm absolute pro self-expanding stent (ses) was advanced to the target lesion when the device felt "restricted" [resistance]; therefore, the ses could not be implanted. The device was difficult to remove so the decision was made to disassemble the handle and everything was removed as a single unit. There were no adverse patient effects nor clinical delay. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device. The reported failure to advance and the reported difficult to remove were unable to be replicated in a testing environment as they were based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that interaction with the anatomy and/or other devices resulted in the reported failure to advance and the reported difficult to remove; however this cannot be confirmed. Additionally, it is possible that interaction with the anatomy resulted in preventing the shaft lumens from moving freely; thus resulting in the reported activation/deployment failure. However this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the device was received and the return analysis revealed that the luer was separated and not returned, and a partial separation was noted at the outer member-stent sheath bond area. The account confirmed the correct device was returned; however could not provided information on if they were aware of the additional damages. No additional information was provided.